Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose due to carbs and also high blood glucose. The customer¿s blood glucose level was 1.2 mmol/l. The customer¿s current blood glucose value was 11 mmol/l. The customer did not experience any symptoms of low blood glucose value. The customer report did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that retainer ring was damaged. The insulin pump will not be returned for analysis.